Event description:
The patient underwent full revision on (B)(6) 2014. The explanted devices are not expected for return per hospital policy.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that device diagnostics resulted in high impedance. The patient was referred for x-rays. It was reported that the generator was not programmed off after observing the high impedance because the patient declined. Further follow-up revealed that there were no trauma or falls that may have contributed to the high impedance. The physician noted that the patient's seizures are better controlled when compared to pre-vns, but that the patient's seizure severity has recently increased. The physician indicated that it is unknown if the increased seizure severity is related to vns therapy as the patient sometimes misses doses of medications. The patient referred the patient to surgery. No surgical intervention has been performed to date. X-rays were sent to device manufacturer for review. Review of the x-rays did not identify a cause for the high impedance; however, the presence of a microfracture cannot be ruled out. There was a suspect area seen on the lead body and it could not be determined if the lead pin was fully inserted due to the quality of the image provided.